Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Chipped, damaged tooth. Faulty head, really sloppy fit, has damaged, chipped a bit of my tooth - oral-b power oral care refills. Faulty head, really sloppy fit - oral-b power oral care refills. Case description: an adult male consumer of unspecified age reported via phone on 08-feb-2017 that he started using an oral-b power oral care refill precision clean 3 weeks ago, and the top of the head (the brush part) had chipped a bit of his tooth on (B)(6) 2017. He described that the brush head had a really sloppy fit and it had damaged his tooth, describing it as just a very slight chip. The consumer had not seen a medical professional, and was concerned as having a faulty head could cause damage; he had checked to make sure it hadn't been worn before he used it. He stated that he used the brush head once a day sometimes, but sometimes he used other heads instead. He described the brush head as circular, white in the middle, with dark blue and light blue around the outside. This was not the first time he had used these particular brush heads. He discontinued use of the brush head when it chipped his tooth on (B)(6) 2017. The case outcome was not recovered/not resolved. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.